Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5, d9. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue likely was caused by a malfunction of the printed circuit board/generator board. Olympus will continue to monitor field performance for this device.

Event description:
The intended therapeutic procedure was canceled/postponed.

Event description:
It was reported the monitor displayed error code e433-electrical problem. The issue occurred during preparation for use for an undisclosed diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.